Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that insulin did not drip when pressing the act button to fill the tubing and that no numbers would appear on the display. The blood glucose reading was 186 mg/dl. The customer declined troubleshooting for the issue.